Event description:
The customer, a syncardia certified hospital, reported that the patient noticed a low battery and upon trying to changeout batteries, when inserting the second battery, the freedom driver exhibited a fault alarm while supporting the patient. Patient stated he had trouble getting that battery to sit well. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (b)(5) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating speaker voltage too low when off. This is likely triggered during battery exchange confirming reported complaint. Visual inspection of external components found no abnormalities. Visual inspection of internal components found a crack on the underside of the fan cover unrelated to reported complaint. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a battery exchange involving ten separate batteries and both battery wells were tested. No alarms or abnormalities were observed. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint could not be replicated; root cause of the reported fault alarm during onboard battery exchange was unable to be determined. It is possible the battery was not fully latched in place while driver was running causing intermittent communication errors. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found the the fan cover was cosmetic only. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient noticed a low battery and upon trying to changeout batteries, when inserting the second battery, the freedom driver exhibited a fault alarm while supporting the patient. Patient stated he had trouble getting that battery to sit well. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.